Event description:
The pt had been in and out of the hosp. The stimulation had been turned up and the pt was able to eat a sandwich and was tolerating liquids. The pt was last seen by this healthcare provider (B)(6) 2010 and was tolerating liquids. See also MFR's report # 3004209178-2010-09497 regarding previous stimulator event.

Manufacturer narrative:
(B)(4).